Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse also was unable to switch the iabp unit off while using the ac power. However, the unit worked without any issues during battery operation. In attempts to resolve the issue, the fse checked the unit with a working power supply, but the issue persisted. The fse then tested the unit with a working main board (with dataset) and solenoid driver pcb, but found that the issue persisted. The fse suspected that the prior power supply may have been defective, and therefore, re-tested the unit and resolved the issue with another power supply. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during routine check and while the cs100 intra-aortic balloon pump (iabp) was connected to the ac power, the unit automatically switched "on" without using the on-off switch. There was no patient involvement, and no adverse event reported.